Event description:
The customer reported that the quality of the image was degrading to the point where the procedure could not be completed. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor board was identified as defective. No conclusion can be drawn as no further repair info is available.